Event description:
It was reported that the zimmer skin graft mesher was not meshing well. Follow up with the customer indicated that there was no report of pt injury associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 13 years old and was last returned to the manufacturer for repair on (B)(4) 2009. Upon initial examination, the device displayed damage to the comb, roller and ratchet. Damage to these components most likely would have caused the customer's event. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factor calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.